Event description:
It was reported the patient's device "kept shutting itself off". The patient experienced intermittent stimulation. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient received assistance from her hcp or a manufacturer representative on january 25th, and her concerns were resolved.

Manufacturer narrative:
Lead: model 3887-56, lot # v120395. Lead: model 3887-56, lot # v449129. Lead: model 3986a60, lot # n27032. Lead: model 3986a60, lot # n27032. Extension: model 37082-40, serial # (B)(4). Extension: model 3708220, serial # (B)(4). Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).